Manufacturer narrative:
An unspecified issue reported by the customer was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the set. No anomalies or evidence of damage on the set or components were observed upon initial visual inspection. Functional and pressure testing confirmed with varying degrees of speed/force and small droplets were observed at the engagement between the tubing and the inlet port of the male luer ¿patient hub¿. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.

Event description:
It was reported that (2) sets are being sent in for investigation. The issue was unspecified, and therefore; there has been no impact to patient or additional information made available to date.